Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was reportedly explanted due to a head wound not healing. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.